Manufacturer narrative:
E1: (B)(6) medical center. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had a flat balloon waveform. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer mentioned the waveform was flat after repositioning the patient a few minutes prior to calling the clinical line. The customer denied any alarms prior to the iabp going into standby, a screenshot of the iabp monitor revealed the iabp was on standby. Personnel requested the customer to press the start button, which resumed therapy and they reported all waveforms were appropriate. They appreciated the support and had no other questions.

Event description:
A complaint was received via a direct call to the emergency support program regarding a flat balloon waveform on an iabp during use. The caller, israel, reported that the waveform became flat shortly after repositioning the patient. A screenshot showed the pump was in standby mode, and pressing the start key immediately restored normal therapy and appropriate waveforms. Troubleshooting confirmed the device was functioning as intended, and the issue was attributed to user error (unintentional standby), not a device malfunction. No alarms were reported prior to standby, and no patient harm or injury occurred.

Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : d1 , d4 ( model name , catalog , UDI ) , h6 ( type of investigation , investigation findings , investigation conclusion ).